Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. There was no image present due to a damaged cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, the olympus 4k camera head's image was suddenly lost. According to the initial reporter, the staff managed to complete the intended procedure using the subject device without any delays or patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.